Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced leakage, discharged, odor, urinary retention, difficulty voiding, pelvic pain and urinary tract infections. Patient reported they had a procedure to lower the sling in 1997. In 1999, pt had a colpocleisis. Patient had sitiches removed from the sling twice in 2002. The sling remains in the patient. Therefore, no failure analysis is available. The co's directions for use outline as potential commplications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure... Infection..."